Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. Manufacturers investigation results: evaluation of the submitted log file confirmed the report of consistent low flow hazard alarms. The account reported the alarms resolved following the removal of a clot outside of the outflow graft; however, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2018 at 4:16 through (B)(6) 2018 at 9:03. The low flow hazard alarm was active for almost the entirety of the log file; however, pump speed remained above the low speed limit for the duration of the file and the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further issues have been reported. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. This document explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm. This IFU also notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the conditions persist. Pump flows are not restored to normal unless such conditions are treated. Additionally, this document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Furthermore, this document outlines the recommended anticoagulation therapy and inr range.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad had persistent low flow alarms despite the patient being well hydrated and with controlled blood pressure (bp). Hemoglobin and hematocrit were stable. An echocardiogram (echo) and CT scan performed on (B)(6) 2018 showed a clot impeding flow of the outflow graft. On (B)(6) 2018 the patient was taken to the operating room (or) for a mini sternotomy to remove the clot. The clot was found to be outside of the outflow graft. It was reported that the low flow alarms had since resolved.